Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead with the tip measuring 50.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during follow up, noise was observed. No capture was noted on the lv lead. Both leads were explanted and replaced.